Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape/obturator.

Event description:
It was reported that the pt underwent a pelvic floor repair procedure and a sling procedure in 2008. Following the procedure, the pt experienced pain, erosion of her internal bodily tissue, and other injuries. The pt has undergone multiple surgeries and revisionary procedures. No additional information was provided at this time.